Event description:
Per telemetry strips provided from when the pump was interrogated on (B)(6) 2012, a low reservoir alarm had occurred. The reservoir volume was indicated to have been at that time 0.3ml. The low reservoir alarm volume had been set at 2.0ml and the low reservoir alarm date had been listed as (B)(6) 2012. Per the refill notes, when the pump was refilled, the actual residual volume had been 0.0ml while the programmer residual volume had been 0.3ml. The pump was refilled and a five percent increase in the dose occurred. No adverse effects or system complication occurred. The patient had been late for their refill. A conflicting reservoir volume that was illegible was also reported. Additional clarifying information was requested, but was unavailable as of the date of this report. The health care provider (hcp) went over signs and symptoms of withdrawal and a prescription for oral baclofen was given. The device system was used to deliver baclofen. It was later reported that when asked why there was discrepancy the health care provider (hcp) that provided the initial information was not sure this was their patient even though the information came from their facility. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced increased spasticity and the cause of the discrepancy was unknown. The patient was provided oral baclofen medication.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n193988004, implanted: (B)(6) 2009, product type: catheter. (B)(4).